Manufacturer narrative:
Concomitant product: product ID 8780, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type catheter. (B)(4).

Event description:
It was reported the catheter incision in back became infected, had drainage and was oozing fluid. The patient experienced incisional wound opening at the catheter track. Perioperative antibiotics were administered. The date of onset/ diagnosis of infection was (B)(6) 2014. The patient did not have meningitis. The type of organism cultured and culture source were not known. The pump and catheter were explanted and discarded. The wound was healing. At the time of the report, the patient was inpatient at the hospital and patient status was alive with no injury. The pump was delivering gablofen.